Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Batch records for the lot identified were reviewed and confirmed that there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering a alarm during the pd treatment. The patient stopped the treatment and while disconnecting the supplies noticed a pin hole in the tube. Upon follow up with the patient's pd nurse it was determined that the patient had experienced a fluid leak as a result of this incident. The pd nurse stated that the patient had reset up with new supplies and completed the treatment successfully. According to the pdrn the patient did not experience any adverse events as a result of this incident and the culture test results came back as (B)(6). Antibiotics were prescribed as prophylactic.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the failure mode was confirmed. While the sample was being disinfected for analysis a fluid leak was noted from the film of the cassette. A visual inspection of the sample with the help of a microscope showed a pin hole which had perforated the film of the cassette. The cassette (hard plastic) was inspected and no other damages were found. No additional tests were required since during the visual evaluation confirmed the failure mode. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.